Event description:
It was reported that a patient underwent a premature ventricular contraction (pvc) procedure ablation procedure with a thermocool® smart touch¿ electrophysiology catheter and the catheter deflection became stuck. It was reported that during operation, catheter was unable to deflect or relax completely. A second device was used to complete the operation. There was no adverse event reported on patient. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 4. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. (B)(6). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. (B)(4).

Manufacturer narrative:
It was reported that a patient underwent a premature ventricular contraction (pvc) procedure ablation procedure with a thermocool® smart touch¿ electrophysiology catheter and the catheter deflection became stuck. It was reported that during operation, catheter was unable to deflect or relax completely. A second device was used to complete the operation. There was no adverse event reported on patient. Device evaluation details: on 18-oct-2022, the device was returned to biosense webster inc (bwi) for evaluation and the evaluation has been completed. Visual inspection and deflection test of the returned device were performed following bwi procedures. Visual analysis revealed and the helix was found broken, the damage could be related to excessive force or to the shipment process; the pebax did not present damages, no other damage or anomalies were found on the device. In a photo that was provided by the customer to aid in the investigation, the device can be observed in an irregular configuration. However, a deflection test was performed on the returned device and the curve was deflecting within specifications. No deflection issues were observed in laboratory conditions. The deflection issue reported by the customer could not be replicated during the product investigation; other issues or circumstances may have occurred during the usage of the device that compromised its performance. A manufacturing record evaluation was performed for the finished device number, and no internal actions related to the complaint were found during the review as part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4) on 16-nov-2022, it was noticed the following information was inadvertently omitted from section h10 of the 3500a initial MDR: "the product has not returned for analysis, however, a picture(s) were provided by the customer. Evaluation is still in progress. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted."

Manufacturer narrative:
On 18-jan-2023, the product investigation for the picture received was completed. The x-ray picture was received and evaluated following biosense webster's procedures. According to the x-ray picture provided by the customer, the tip of the catheter was observed knotted inside the patient's body, this condition could be related to the deflection issue reported by the customer, however, this cannot be conclusively determined from the picture analysis. The customer complaint was confirmed based on the picture received. Note: product evaluation details were previously reported in supplemental medwatch (follow-up) #1 along with the appropriate coding. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).